Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014" test guidewire was loaded through the tip of the device however it could not exit the guidewire exchange port. A restriction in the form of a hardened red/brown blood like substance was encountered inside the inner shaft polymer extrusion and repeated soaking of the device could not dissolve/dislodge it. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06mar2020. It was reported that advancing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and calcified middle and distal end of the left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but could not reach the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable. However, returned device analysis revealed stent damage.